Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had previously been admitted on (B)(6) 2019 for a psychological evaluation following issues with delirium. A stroke work-up was ordered over concern of left-sided weakness. CT scan results were negative, did not indicate a stroke, but suggested real-time hypoperfusion of the middle cerebral artery (mca). Additional information reported that the patient had experienced atrial fibrillation with poor rate control on (B)(6) 2019 which resulted in a shock delivered by the device. The patient was started on amiodarone which resulted in amiodarone-induced thyroid dysfunction.

Event description:
New information notes that the atrial fibrillation with poor rate control on (B)(6) 2019 which resulted in a shock by the device, was appropriate shock for vt. The patient was fine, unchanged from the shock.